Event description:
Electrical noise at distal tip. When the catheter was connected to the cable, there were noises on the display monitor. Troubleshooting did not resolve the noises. The catheter was removed, and a new catheter inserted. The new catheter worked fine and there was no noise on the display. No injury to the patient.